Event description:
Per the clinic, the patient developed an infection, experienced skin breakdown at implant site and extrusion of the electrode array. Subsequently, the patient was treated with multiple rounds of oral antibiotics (specific date and duration not reported); however, the issue did not resolve. The device was explanted on (B)(6) 2025. There are no plans to reimplant the patient with a new device as of the date of this report.